Event description:
It was reported that a patient presented in the emergency room (ER) with a "mini stroke." On (B)(6) 2012 the patient had "multiple" tests done. On (B)(6) 2013 the patient tried to turn her device on and reported a shocking or jolting sensation. The stimulation was turned off. The patient was not comfortable turning the device on, even at 0.0v. Later that day it was reported that the patient would not let the stimulation be turned up because of the shocking that occurred. It was noted that the patient's system was approximately 15 years old. Four days later it was reported that x-rays were taken and the leads appeared to be in place. There was no malfunction seen or cause determined, but it was noted that the patient's system does not have a diagnosis process like impedance testing because it is an old model. The patient was still deciding if she wanted to replace her system with an upgrade. The patient was not getting any therapy. Two days later it was reported that the patient got a prescription for plavix, a blood thinner, for one year due to her stroke. The health care provider was also looking into another prescription to help control her reflex sympathetic dystrophy (rsd) versus a replacement stimulation system. No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l41795, implanted: (B)(6) 1997. Product type: lead: product ID 3888-28, lot# l41795, implanted: (B)(6) 1997. Product type: lead: product ID 3210, serial# (B)(4), implanted: (B)(6) 1997. Product type: transmitter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Sometime later, the patient called in a recounted their event. They further noted that when the implantable neurostimulator (ins) malfunctioned along with the previously reported shocking, they also felt burning where the leads were. It went into their head and felt like ¿it exploded their ears¿ and they started ringing. The patient continued to stated that weird things started happening to them including their microwave would not turn off and they burned from the inside out. They noted they had ¿went through three microwaves¿ since 2013-(B)(6). At night they were always ¿jumping and shaking¿ and everywhere they went they were getting shocked, even at home. The patient also noted that after the shocking started they started to have problems with their blood pressure and had to have a ¿heart horse¿ and the shocking/jolting/electrocution continued. They call 911 and they were advised to go to the hospital however they could not drive due to the shocking. The patient had previously reported having mini-strokes in late (B)(6) of 2012 and noted having 3 other mini-strokes and ¿one really big stroke¿. The malfunctioning unit was scheduled to be explanted on 2013-(B)(6) however due to other health issues the explant did not occur until 2015-(B)(6). Prior to 2013-(B)(6) reprogramming was performed. The patient recovered without sequela after the explant. The cause of the issues were unknown and it was unknown if they were related to the device.